Event description:
The complaint was flagged for constant air in line alarm. A final acceptance test was performed to test the functionality of the pump. Upon inserting the testing cassette into the pump, a "cassette contains air" message presented itself. This action was repeated several times to confirm the error message. An inspection of the internal components was performed. All connections were reseated, and a visual inspection of the set ID was conducted finding no signs of fluid ingress into the set ID. The pump was re-assembled and tested again. The original error was still persistent in the second round of testing. The set ID and bubble detector will be replaced and all functional testing will be performed.

Event description:
The following was reported: biomed reported constant air in line alarms. Preliminary evaluation of the device logs shows the following: sensor hardware failure (downstream air sensor) this stopped an active infusion. Fresenius kabi is reporting this as a conservative measure. No adverse event was reported. Further information is needed to complete the investigation.